Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that he was missing lancets from the onetouch ultra2 meter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 (unspecified time). The patient claimed he manages his diabetes with pills and diet/exercise. Due to the alleged issue, the patient claimed he responded to eating less food/drink. On the day the alleged issue began, the patient claimed he was feeling shaky and weak after. In response to the symptoms, the patient claimed he was assisted by his wife to eat candy, take his oral medications of metformin and glimepiride pills (doses unknown), and laid down to rest. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca educated the patient on the correct box contents and confirmed there were missing lancets from the kit. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.